Event description:
It has been reported to philips that the flexvision pc failed to startup. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the flexvision pc was defective. The pc was replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use and no patients or users were injured, however the patient's involvement, procedure type, and outcome are unknown. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the reported problem. A philips field service engineer (fse) inspected the system onsite, identifying a problem with the system's flexvision pc. Analysis of system log files showed a malfunction of the flexvision pc's frame grabber card. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact grid code was corrected.